Manufacturer narrative:
Device not returned.

Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose level ranged from 122-123 mg/dl. During troubleshooting, the malfunction alarm was cleared, and insulin delivery was resumed successfully.